Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. Customer¿s blood glucose level was in 80-344 mg/dl range.